Manufacturer narrative:
On january 25, 2023, mentor became aware that explantation surgery was (B)(6) 2007. Field d6b has been updated on this form. This supplemental medwatch report is for the right-sided implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor became aware that the patient is still sick from removal of implants and still fighting an autoimmune complication. Per clinician's review no coding update is required. This supplemental medwatch report is for the right-sided implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 11, 2023, mentor became aware that the date of implant was (B)(6) 2004, and patient also experienced right side deflation. Following updates have been made on this form: reason for device explant and/or reoperation: right deflation, and generalized illness this supplemental medwatch report is for the right-sided implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old french/indian female patient underwent a breast augmentation primary with a 275cc textured mentor siltex round moderate profile saline breast implant on left, and an unknown mentor saline breast implant on right, and experienced postoperative unexplained systemic symptoms and left-sided deflation. The patient reported feeling really sick and couldn't even walk, and she noticed flat left breast. As a result, the patient underwent explantation on or about (B)(6) 2007. This medwatch report is for the right-sided implant.